Event description:
Customer stated he drove up ramp-back wheel came off ramp causing unit to tip over sideways. Customer stated that he broke his collar bone. Customer stated that the ramp was not wide enough for the unit and this was his fault.